Event description:
Device 1 of 3. Reference MFR report # 1627487-2012-00844 and 1627487-2012-00845. The pt (B)(6) has two ipgs and four percutaneous leads all from the same lot. It was reported the pt's scs devices were explanted due to a systematic infection. A culture was taken; however, the results have not been disclosed. Skin flora is suspected. Information on the treatment regime was not provided to the manufacturer.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.